Event description:
A complaint on an unknown date involving a empty lifecare container 100ml size experienced foreign matter. The reporter stated that bag was found to have particulate matter inside. The reporter added that they noticed the plastic particulate matter inside the bag once the bag was spiked and the diluent and/or drug were added. The particulate matter floated in the solution. No fluid inside the container since it's an empty bag. The event occurred when preparing an infusion for a patient. There was no patient involvement, no adverse event and no delay in therapy. Vyanzon (B)(6) 2024 update: ICU medical received a medwatch uf/importer report #mw515880. Additional event information obtained from ufmw: the suspect medical device has a common device name of container, i.v.

Manufacturer narrative:
Medwatch received mw5158801. E1 phone number - not provided - used phone number associated with the hospital the device has been received, but an investigation is not yet completed. When complete, then a supplemental MDR will be submitted.

Manufacturer narrative:
Received three (3) used list# 079510471 empty lifecare container 100 ml size. As received no damage or anomalies were observed. Replicating clinical use water was added through the port of each set. No particle matter was observed in any of the samples. The complaint of particulate inside the bag cannot be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.